Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. The likely cause the front panel light-emitting diode (led) is dim was due to a faulty front panel led. 2. The likely cause the gas leaked was due to faulty first pressure reducer however, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited gas leakage and the lights on the front panel were dim. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.